Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an incomplete load notification occurred. The customer's blood glucose was in the 300s (mg/dl). Tandem customer technical support (cts) explained the cause of the alert (the load process is begun but not completed within 3 minutes), however the customer reportedly had not navigated to or begun the load process at the time the alert was declared. Reportedly the customer had manual injections as alternate insulin therapy.